Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the video processor (vp) involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported failure. The vp was installed into the test equipment. During the booting process, the system had a warning error. Further investigation showed the system could not detect the dual window appliance (dwa) board.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to starting (post-anesthesia with ports placed) a da vinci-assisted sigmoid colectomy surgical procedure, the system displayed a non-recoverable error 48305. The operating room (or) team restarted the system but the issue remained. Intuitive surgical, inc. Technical support engineer (tse) reviewed the logs and confirmed the error 48305 pointing to video camera algorithm processor (vca) 1 in the video processor (vp). Tse instructed the caller (surgeon) to perform various troubleshooting steps (turn off the system and to cycle the breaker on vision side cart (vsc), perform a hard reset of vp and to check for proper connection of the fiber cable from vp to endoscope controller (ec), and perform another reboot); however, the error continued to reoccur. The surgeon decided to perform the surgery via laparoscopic. There was no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the reported complaint and replaced the video processor and orange fiber cable to correct the problem. Following service, the system was tested and verified as ready for use. The affected orange fiber cable (part 371502-03) involved with this complaint is a field scrap item and will not be returning to isi for further investigation. Intuitive surgical, inc. (Isi) has not yet received the replaced video processor for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A log review confirmed the occurrence of a procedure on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. This complaint is being reported based on the following conclusion: the customer converted to traditional laparoscopic after the start of the procedure due to a non-recoverable error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.